Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01273.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right femoral vein due to dvt (deep vein thrombosis)/pe (pulmonary embolism) and esophageal ca (cancer) status post chemotherapy and radiation. Patient is alleging vena cava perforation, organ perforation (mesenteric), 2 post-implant pes, 3 post-implant dvts, and caval thrombosis/thrombosed ivc (inferior vena cava). The patient is further alleging limited function of [the patient's] legs, anxiety/worry, mental anguish, stress, and limitations on work activities/standing or walking long periods/exercise. Per a report from CT (computed tomography), "an ivc filter is present. There is complete thrombosis of the ivc and both common and external iliac veins" per a report from CT, "ivc filter is unchanged in position." "Chronic occlusion of the ivc inferior to the ivc filter which is in satisfactory position. There is also chronic occlusion of the common iliac veins. There is no complete occlusion of the proximal/mid external iliac veins. There may be a persistent occlusive thrombus within the distal left external iliac vein. [The physician] cannot exclude a persistent occlusive thrombus within the femoral veins." Per a report from CT, "there is an ivc filter in satisfactory position below the level of the renal vein. The lower prongs project beyond the wall of the ivc but no associated complication is seen. The ivc is small in size at and below the level of the stent."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.